Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, mid right coronary artery. After predilatation was performed on the lesion at 12 and 14 atmospheres, the 3.0x15 mm xience v stent was deployed; however, post implant a distal edge dissection was observed. A 3.0x12 mm xience v stent was used to treat the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.